Event description:
Reporter indicated a patient's vns generator was at end of service (eos = yes). Clinic notes were later received indicating high lead impedance was also occurring. Reporter indicated the patient "may be having some breakthrough seizures because of the vasovagal nerve stimulator is not functioning". The patient had vns lead and generator replacement surgery performed on (B)(6) 2012.attempts for further information and return of the explanted devices are in progress.

Event description:
Follow up with the hospital revealed the explanted vns lead and generator were discarded. All attempts to the reporter for additional information about the high lead impedance have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.